Event description:
Customer reports that pins 2, 4, 5, 6, 7, and 12 are darkened. No injuries reported. No reports of melting, smoking, burning. Requested return of suspect device and replacement was sent.